Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided for this event. The created timeline based of the provided information indicates the patient has a history of multiple revisions and dislocations. A previous head and liner exchange had been performed due to dislocation, with this dislocation event occurring approximately four months later, with a closed reduction. A definitive root cause cannot be determined for the dislocation. After the fact, it was noted the dislocation was corrected with a closed reduction. Per the IFU, 87-6203-747-23, dislocations with constrained liners cannot be corrected with closed reductions. This complaint cannot be confirmed. Medical records and pictures were not provided for this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign ¿ australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03651 . The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four months post-revision surgery, the patient underwent a closed reduction due to dislocation. Attempts have been made and no further information has been provided.